Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. (B)(6). Similar to device under 510(k) k090140 (B)(4). Summary of investigational findings: since no images it is difficult to comment on the suspected hook and filter leg perforation and based on limited information provided an exact reason cannot be determined. Also, difficult to comment on retrieval difficulties since reported "laparotomy was performed to attempt to retrieve the filter non invasively." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: in (B)(6) 2012 the filter was placed by a physician in the cardiovascular internal medicine department. Follow-up history after the procedure is unknown. Ivc perforation by the filter hook and leg was suspected with diagnostic imaging, then a request of the filter retrieval by opening the abdomen was made to the cardiovascular surgery department. On (B)(6) 2013, though venography and ivus were performed in the cardiovascular surgery department, these could not make a definitive diagnosis. The physician will make a final decision after explanation to the patient. Additional information received 09jul203: laparotomy is scheduled on the (B)(6) 2013 to retrieve the filter. Additional information received 08aug2013: on (B)(6) 2013, laparotomy was performed to attempt to retrieve the filter non invasively. However because adhesion was severe, the filter was retrieved eventually by a cutdown of the ivc. Patient outcome: there has been no patient outcome reported.